Event description:
Patient was treated with antibiotics for pocket incision dehiscence as well as some superficial cellulitis. (B)(6) steri-strips removed and wound cleaned with betadine. Suture found and removed. Suture abscess expressed. Dermabound applied. Should additional information become available, this file will be updated. Device remains implanted.

Manufacturer narrative:
On 01/21/2019 - we were informed this system was explanted (B)(6) 2018. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.